Manufacturer narrative:
Unit received with detached end cap and with missing segments due to cracked and bleeding lcd glass. Unable to perform displacement test due to detached end cap and missing segment. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that crack was seen on reservoir compartment. Customer's blood glucose value was unknown. The device will be return for analysis.